Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sling device was implanted into the patient on (B)(6) 2011. As reported by the patient's attorney, the patient underwent a solyx silng revision procedure on (B)(6) 2012 due to a diagnosis of hematuria, urge incontinence, vaginal bleeding, and vaginal mesh extrusion. Boston scientific has been unable to obtain additional information regarding the event to date.